Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The severely torturous and moderately calcified target lesion containing a bend >90 degrees was located in the left circumflex artery. A 20x3.50 omega¿ stent was selected for use and was noted to be extremely difficult to introduce. Upon removal of the device, the stent was noticed to be slightly dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.